Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock impedance at 145 ohms. Technical services (ts) was consulted and advised there have been some fluctuations in impedance range since implant with spikes 30 to 40 ohms above the average. Presently, the average shock impedance for the past year is around 110 ohms, even with spikes in daily values greater than 125 ohms and occasionally approaching 150 ohms. Ts provided lead recommendations and continued normal follow ups. All other lead measurements are stable. The rv lead remains in service and no adverse patient effects were reported.